Manufacturer narrative:
The fse tested the device and determined that the client was not confirming the patient's admission, when transporting the patient from the operating room to the post-anesthesia care unit (pacu)., the nursing team connected the module to the monitor and did not confirm the patient's admission. As a result, the monitor did not load the predefined alarm profile of the sector and any alarm that could have been changed during the surgery were maintained on the post-anesthesia care unit (pacu) monitor. It was also identified that the spo2 alarm was disabled on a previous patient and the customer did not end the case, so the alarm remained disabled on the next patient. The fse advised/instructed the customer the need to always admit patients on the monitor. Reporting institution phone (B)(6).reporter phone (B)(6).

Event description:
It was reported that the intellivue mx450 patient monitor did not alarm for a saturation event. The device was in use on a patient at the time of the event. There was no adverse event reported.